Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Reported issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while booting up the system, the image acquisition system (ias) was beeping and the pendant was not accepting user input. Disconnecting and reconnecting the dongle fixed the issue. No patient impact.